Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was received, analyzed and revealed that prior to explant, the elective replacement indicator triggered on (B)(6) 2011 due to high battery impedance. High ramware version 8 was installed on (B)(6) 2011.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) therefore the ipg was removed and replaced with a new device. Performance data collected from the device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.